Manufacturer narrative:
Upon sample receipt, and the receipt of the completed investigation, a follow up report will be submitted.

Event description:
Advanta sst implanted in spring for fem-tib 3d medium on lateral extra anatomic location. A reoperation was needed for a total occlusion. The doctor noticed that the graft had become transparent losing its white color and was very weak. No infections were noted.